Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4) implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving baclofen (500mcg/ml at mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that the patient was implanted with a new pump/catheter on (B)(6) 2018. Last week (from (B)(6) 2018), the patient starting having some fluid build up at the pump pocket site. Also, fluid stated leaking out of the spinal incision site. An exploratory procedure was done on (B)(6) 2018 to see what could be the cause of the issue. The patient did not have spinal headache, no withdrawal symptoms but was having trouble with breathing. Fluid had not been cultured at the time of report. There were no further complications reported at this time. Additional information was received from a healthcare provider (hcp) via a manufacturer representative. It was reported that the cause of the fluid was not determined. It was not cultured. The hcp opened up the pump pocket and let the fluid drain to resolve the fluid build-up/leak. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from (B)(6). It was reported that the patient had hypoxic brain damage and brain disorder not otherwise specified as historical conditions. The patient was receiving cephalexin (750mg), cholecalciferol, divalproex (250mg), levothyroxine (25mg), myrbetriq (50mg), omega-3, oxycodone (5mg), ondansetron (4mg), pure l-threonine (500mg), and venlafaxine (75mg) as concomitant products. The dates of therapy, route, dose, and frequency of use were not reported. The date that the patient underwent the pump and catheter revision (to let the fluid drain) was (B)(6) 2018. As of (B)(6) 2018, the issue was ongoing. There were no further complications reported at this time.